Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: attorney. (B)(4).

Event description:
It is noted the implantation of depuy products on (B)(6) 2016 was a revision of a failed right unicompartmental knee. A depuy tc3 knee system was implanted during the operation. The manufacturer of the products removed is unknown. Also, on an unspecified date between the operation on (B)(6) 2016 and the revision operation on (B)(6) 2017, the patient underwent an arthroscopic procedure to correct patella clunk. Doi: (B)(6) 2016; dor: unknown (right knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.